Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of fire was observed. No corrosion was observed. Visually inspected the returned usb charger and usb cable and no damage was observed. Usb/charging cable passed testing. Unable to perform built in reader test due to reader does not turn on. Reader was connected to pc and software; however, they were not able to recognize the reader. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no evidence of fire or burn marks or corrosion was observed. The returned battery voltage was measured, and a power consumption test was performed, and both were within specification. The current draw on the returned reader was within specification. Reader was also monitored under thermal camera during operation, where temperature was exceeding limits. Issue forwarded to extended investigation further. An extended investigation has been performed, the reader was in a de-cased state. A visual inspection was performed using a microscope on the returned reader and the reader printed circuit board assembly (pcba) and no issues were observed. The reader event log was reviewed, and no abnormal events were observed which indicates reader was functioning properly. Bench testing was performed on the reader. The returned battery measured using a digital multimeter , which is not within the specification range. A known good battery was used for the remainder of testing. The reader was observed to still be unable to turn on. A visual inspection was performed on the returned usb charger and charging cable and no issues were observed, cable tester confirmed that there were no opens or shorts observed. Usb charger and charging cable passed testing. The returned reader was monitored under a thermal camera, button was not pressed but connected to battery, button press and connected to battery. A thermal hot spot was observed on the u2 ic (integrated circuit), this is indicative of incorrect adapter usage for reader charging. R100 pulldown resistor was measured to 0.063v, any voltage across this resistor is evidence of excessive voltage/current bypassing the stm vbus protection circuit. Excessive voltage/current through the u2 ic component will permanently damage the component which will exhibit a hotspot when attempted operation on the reader. This will lead to the reader to not power on. The reported field event of the reader becoming too hot to hold was not confirmed. Hpqe determined that the root cause for thermal hotspots on ic components in stm readers was due to incorrect usb power adapter usage by the customer. Usage of an incorrect usb power adapter to charge the reader will surge critical ic components of the reader with excess voltage and permanently damage the reader. This is not possible with the abbott provided usb adapters; therefore, the issue is not confirmed to use due to incorrect adaptor used. All pertinent information available to abbott diabetes care has been submitted. .

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.